Event description:
On three occasions over a two month period IV fluid leaks occurred at the same location on patient tubing sets. The leaks were all just distal to the point where the tubing enters the pump, within the pump. In each case the defects were noted when fluids were observed to be leaking from the infusion pump door.